Event description:
The facility reports the leg strap had been applied and the sling was positioned around the back and under the arm of the patient. The patient was raised to a standing position. He was standing, bearing his own weight, when the leg support rolled forward and his feet came off the lift footrest (knee bent position). The lift was then lowered to remove his feet from the footrest. The patient lay back, which caused him to become uncomfortable due to the sling moving onto his chest area where he already had a wound. The next day, caregivers noticed a hematoma had developed on his left chest area. Jp drains were used to treat the hematoma.